Manufacturer narrative:
Device is combination product. Device evaluated by MFR: promus element plus,mr,ous 4.00x38mm stent delivery system was returned for analysis. An examination visual and via scope of the crimped stent found stent damage. The stent struts were bunched distally towards the midsection of the stent. A visual and tactile examination of the hypotube shaft identified multiple kinks. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18dec2019. It was reported that the device could not cross the lesion. The 90% stenosed with 38mm in length and 4.0mm in diameter target lesion was located in about 90 degrees tortuous and eccentric calcified left anterior descending artery. During percutaneous coronary intervention, a promus element plus drug eluting stent balloon was selected for use but, failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a damaged stent.